Event description:
It was reported that the t:slim x2 pump battery would not charge, even after attempting various troubleshooting steps, including using different power sources and charging cables. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump, instructed the customer to allow the battery to deplete before returning it, and provided a return box and pre-paid label for the faulty pump. The customer agreed to use mdi as backup therapy and understood the steps necessary for receiving and setting up the replacement pump.